Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The case of the inability to detect the purge disc was due to a broken retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had a broken purge disk. A replacement aic was required, and the case resumed. No patient harm was reported.